Event description:
The patient reported the ipg is unable to communicate with the charger. The patient last used stimulation approximately two months ago and has not recharged the ipg since. In addition, the programmer displays a communication error code. Follow up information identified a sjm representative met with the patient and confirmed the ipg was unable to communicate with any external devices. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Field correction: 1627487-07262012-002-r, 1627487-052442011-00-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.